Event description:
Rn was starting a #18 IV catheter to left forearm when rn pushed to retractor button the metal hub broke free. The medal needle insert fell inside the plastic sheath, both were sticking just out of the tissue, so the rn was able to remove both from the arm, there was no foreign body left in the arm. There was no harm to the pt. Item was returned to the manufacture 2009.